Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the ed with a driveline fault alarm. The alarm was silenced and then returned. The system controller was exchanged and the alarm was resolved. The event history was reviewed and a double power cable disconnect was noted. This resulted in a low voltage hazard and the system controller went into power saver mode and enabled the emergency backup battery. It was noted that the driveline fault alarms continued until the system controller was exchanged. X-rays were taken and were remarkable.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. As reported in the initial medwatch, it was noted in the event history that on (B)(6) 2014 a double power cable disconnect occurred. This resulted in a low voltage event and the system controller went into power saver mode and enabled the emergency backup battery. On (B)(6) 2014, the reported driveline fault alarm was recorded. At the time the double power cable disconnect events were recorded, both of the power cables supplying the power to the system controller had been disconnected from a power source. Under this condition, the system controller operated as expected and per design in activating the power save mode and enabling the backup battery. The returned system controller was functionally tested, and was found to function as expected. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.